Event description:
The patient said her v-go fell off after wearing it for about two hours, she wore it on her abdomen. She said it may have been caused by a lack of adhesive, and also patient stated her abdomen has folds of flesh.